Manufacturer narrative:
Pump error 4 and 53 found in the pump history due to software error. Pump error 63 alarm confirmed in the device history and during self test due to broken trace.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarm. Customer¿s blood glucose level was 120 mg/dl. Customer stated that they had insulin pump error alarm during self test. Customer was advised to place insulin pump in storage mode. The customer was also advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.